Manufacturer narrative:
A united states (us) customer contacted the siemens customer care center (ccc) and reported that erroneously depressed sodium (na) result was obtained on a patient sample on an atellica ch 930 analyzer. Quality control (qc) was acceptable on the day of the event. Siemens reviewed the instrument data files and did not find any sample aspiration or fluid flow-related concerns. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected and performed a power flush, dilution arm alignment was adjusted slightly, performed dilution check, ran precision and ran qc which passed. The cause of the erroneously depressed na result is undetermined. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that an erroneously depressed sodium (na) result was obtained on a patient sample on an atellica ch 930 analyzer. The initial result was reported to the physician(s) and was not questioned. The sample was repeated on an alternate atellica ch 930 analyzer. The repeat result was considered correct and not reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed sodium (na) result.